Manufacturer narrative:
Had previously had yes, when in fact the answer is no. Updated field.

Event description:
Patient had a primary cpcs bhr modular in 2010. Patient was non symptomatic but, during routine blood tests, patient's chromium whole blood levels were triple that of acceptable levels (14.54 microgram). The cobalt blood levels was 6.97 microgram (medicines and healthcare products regulatory agency states action level is 7.0) dr (B)(6) revised the cup to a xlpe polarcup with oxinium head. During surgery there was no evidence of metallosis or alval.